Event description:
Info received indicated that the left intermediate siderail would not latch.

Manufacturer narrative:
The hill-rom tech found that center arm cover was missing. He replaced the center arm cover to resolve the issue.